Manufacturer narrative:
Remote analysis was conducted by service personnel using the information provided by the customer. Based on this evaluation, the remote service engineer (rse) determined that the nbp assembly was likely faulty and provided the customer with a quotation for replacement of the assembly. Based on the analysis performed, it was determined that the product had malfunctioned, with the most probable root cause identified as a faulty nbp assembly. To resolve the issue, a replacement part was ordered under a material-only arrangement. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on a earlyvue vs30 indicating that the nbp (non-invasive blood pressure) cuff is not inflating properly, resulting in inaccurate readings. The device was reported to be in clinical use. No adverse event to the patient or user was reported.